Manufacturer narrative:
Analysis of the calibration data for (B)(4) performed by the customer care center (ccc) indicate the cause for the biased low glucose results is user error due to under-reconstitution of the calibrator prior to acceptance of the bad calibration. Quality control (qc) was outside acceptable limits after the calibration was manually accepted. The customer recalibrated another lot of glucose (glu) using a correctly reconstituted new set of calibrator. Qc recovered within laboratory ranges and the issue was resolved. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant falsely low glucose (glu) results were obtained on the dimension xpand plus. Biased low results were obtained while the customer accepted a bad calibration due to under-reconstitution of the calibrator. One initial result was reported to the physician for patient sample identification (B)(6) and not questioned. No other patient results were reported and a corrected report was issued for the initial result reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.